Event description:
It was reported that the battery gauge was fluctuating. In addition, the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B5, h16 device problem code 2892- added b5, h16 device problem code 2892- added.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.